Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation results, and to correct the device lot number and manufacture date. The device was returned to olympus for evaluation. The reported complaint was not confirmed. A visual inspection was performed on the received device and found there was some tissue build up. The ptfe pad (teflon pad) was inspected and found to have normal wear with no metal exposed. The distal end of the device was inspected under a microscope and found approximately 16mm of the probe detached. The missing portion of the probe was not returned for evaluation.

Manufacturer narrative:
The device was not returned olympus for evaluation. This type of teflon pad is most likely related to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the teflon pad. "Do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
Olympus was informed during an unspecified procedure, the teflon pad from the grasping section of the device melted, detached and fell into the patient. The device fragment was retrieved using forceps. There was no bleeding reported. The intended procedure was completed with a similar device. There was patient injury reported. Additionally, it was reported that the device was inspected prior to use with no anomalies found.